Event description:
It was reported that during a hydrogel spacer placement procedure, the injection was performed with no resistance. In the physician's assessment, the injection was different than usual. Thus, the physician was worried about the placement and followed the patient through magnetic resonance imaging (MRI). Although no additional details were provided, the image was sent to boston scientific corporation, and further review of the MRI revealed a potential misplacement. There were no patient complications as a result of this event. Additional information. Further examination of the provided imaging revealed a vascular misplacement of the spaceoar hydrogel.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced vascular. Block h11: block 5 has been updated based on additional information received on may 14, 2024.

Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that during a hydrogel spacer placement procedure, the injection was performed with no resistance. In the physician's assessment, the injection was different than usual. Thus, the physician was worried about the placement and followed the patient through magnetic resonance imaging (MRI). Although no additional details were provided, the image was sent to boston scientific corporation, and further review of the MRI revealed a potential misplacement. There were no patient complications as a result of this event.